Event description:
A flexima apd catheter was placed for therapeutic purposes. In 2003, two hours later, it was discovered that the hub of the catheter had detached as a result of pt manipulation. The pt received treatment for infection. This device was received, evaluated and retained by this MFR. The engineering eval indicated that the catheter was detached at the hub. Lot history review revealed no prior complaint reported against this product lot. The directions for use outline appropriate placement, access and maintenance procedures.